Manufacturer narrative:
The rtc handpiece was returned for evaluation. The rtc arrived soft and had 21 treatments left. Water and 400 credits were added to the rtc to be able to complete the evaluation. The rtc passed 3 service tests and the tsf testing. A review of the event and the system log found no warning or error messages. The system was operating within the standard operating parameters of the system with no faults. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
The device has been requested for evaluation; however, the device has not been received. The lot number of this device is unknown; therefore, a review of the lot manufacturing records cannot be performed. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report of an adverse event was received from a user facility in (B)(6). The report indicated that in (B)(6) 2015, a patient underwent a liposonix treatment on the abdomen and thigh areas with 60jx3 passes. On a follow up visit, the doctor found subcutaneous nodules on the treated areas of the patient. A hyalase injection was administered to resolve the nodules; however, the nodules remain. No additional information is available.